Manufacturer narrative:
During a follow-up call on (B)(6) 2017, the customer confirmed that the fill estimate began to decrease at a normal rate. Additionally, a new cartridge had also been loaded onto the pump, and no further issues had occurred. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and after the delivery of 10 units of insulin, remained static at 105 units. The customer confirmed that the current cartridge would continue to be used and declined to load a new cartridge onto the pump. The customer's blood glucose level was 170 mg/dl.